Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was intermittent oversensing on the right ventricular (rv) lead. There was one treated fascicular ventricular tachycardia (fvt) episode that was treated with anti-tachycardia pacing (atp) and one shock. The right ventricular (rv) lead remains in use. No further patient complications have been reported as a result of this event.